Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation while laying on their side at night. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The (B)(4) lead is an investigational lead and should not have been reported. If information is provided in the future, a supplemental report will be issued.